Event description:
New instrumentation was cleaned and sterilized and examined prior to use. Physician noticed metal flakes in pts bladder. Physician used biopsy forceps to remove the flakes. Pt appears to have had no reverse reaction. Add'l model # 190-nr, e153 022017. Add'l cat # e153 022017.